Event description:
It was reported that bd saf-t-intima IV catheter safety system leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 7144554. Our records show the reported lot was manufactured on 06/10/2017; it was determined that this is the only instance of either this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Although a photograph was submitted for evaluation, without the affected sample our engineers were unable to determine the root cause for this complaint. Based on picture evaluation, only we find the pvc tubing broken approximately 1 inches near from adapter causing leakage. According with the information provided, the customer found leakage after the clamp was loosened from tubing. Our manufacturing process where the material is built was inspected and, no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. We try to reproduce the reported failure modes taken 20 units of the actual process, 10 times the slide clamp was clamped on pvd tubing and, no tubing broken was found only marks in the tubing. Currently, there is a sampling plan in place lot by lot to look for this kind of damage and according to internal process rejects (qn¿s) database, no issues like this have been reported. DHR review for lot reported of catalog 383323, all samples taken for visual and functional characteristics properly met the acceptance criteria. It is important mention that during the assembly of this product we only placement the clamp slide on pvc tubing. No corrective action required at the failure. Process (B)(4) and (B)(4) were reviewed and there are proper controls in place to detect product malfunctions. Catheter defective/damaged. Based on investigation results to date, the root cause to manufacturing process cannot be determined, no damage was found in the catheter. We could not found the exactly root cause of the issue after evaluating the picture; since, we could not to reproduce the leakage in the tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date received by manufacturer: 10/25/2018.

Event description:
It was reported that bd saf-t-intima IV catheter safety system leaked. No serious injury or medical intervention was reported.